Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 (mg/dl). Customer changed their infusion set twice and administered insulin injections to treat their bg level. System check with tandem technical support indicated pump was performing as intended.